Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product has not been returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a damaged conductor wire. The staff noticed the damage and left it in the central processing department. It was decontaminated with a decontamination certificate. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was noticed in the hospital sterile services unit. The wire was exposed due to damaged insulation. There was no loss of cautery associated with damaged cable. There were no signs of thermal damage at site of insulation damage. It was unknown if the instrument collided with any other instrument or tool during the procedure. There were no problems removing the instrument through the cannula. There was no procedure delay nor patient injury. The procedure was completed with the same instrument. No fragment fell inside the patient. The instrument was decontaminated, certified as safe to handle and given to the hospital staff for return.